Manufacturer narrative:
H3: device evaluation : lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -13.0/1.5/078 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. The patient experienced a refractive surprise and the lens was exchanged on (B)(6) 2021 for a lower power/longer length lens. This resolved the problem. Claim#: (B)(4).

Manufacturer narrative:
H6: investigation type 4110 - a lens work order search was performed. No similar complaints found. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens, into the patients left eye (os). The patient experienced a refractive surprise. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.